Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent system was used during a stenting procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a malignant stricture within the intestinal tract. The lesion was 2-3cm in length. The patient was not noted to have tortuous anatomy. During the procedure, the stent system was positioned at the target site and the stent was partially deployed. However, the stent failed to completely deploy from the delivery system. The stent was reconstrained and removed from the patient. No visible issues were noticed to the device. The procedure was completed with another wallflex enteral duodenal stent system. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Based on the device analysis, which indicates that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath, this is now considered a reportable event.

Manufacturer narrative:
The evaluation findings of catheter delamination. A visual examination of the returned device found that the outer sheath had been fully retracted and the stent had been deployed from the device and had been returned. No issues were noted with the deployed stent. It was noted that the inner shaft was kinked at several locations along its length. The clear outer sheath was kinked at several locations and was also accordioned at 270mm proximal to the distal end of the outer sheath. No issues were noted with the movement of the outer sheath proximally or distally. The outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was not used per the directions for use (dfu) / product label as the device was used after the expiration date. Therefore, the most probable root cause classification is user/use error.